Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. A sys error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation. The device was tested for 24 hours and no malfunction could be reproduced. Physical inspection found that the lower aux flex was not secured properly. It was also found that the upper latch switch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. Both of these deficiencies could cause sys error 322. The upper and lower aux assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was alarmeing for system error 322. It was also reported there was no pt injury.